Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical product - oxf uni tib tray sz c lm PMA, item 154725, lot 2674712; therapy date- (B)(6) 2016. Medical product - oxf twin-peg cmntd fem md PMA , item 1161469, lot 2715558; therapy date - (B)(6) 2016. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00406-1 and 3002806535-2018-0575.

Event description:
It was reported patient underwent right knee arthroplasty. Subsequently patient was revised due to on going pain and significant range of motion loss.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.